Event description:
On (B)(6) 2012, it was reported that the connector serial cable was not secure. It was described as "loose and wobbly." The serial cable was returned on (B)(6) 2012 and is currently undergoing pa.

Event description:
Product analysis of the software flashcard and handheld device was approved on (B)(6) 2013. An analysis was performed on the handheld, and the reported mechanical problem allegation was not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
The results of investigation show that the original report was a device failure of the serial cable. Additional information was received that the port on the handheld device may be damaged; however, the event with the port on the handheld device is not a device failure, per product analysis results reported in supplemental emdr #3. The suspect medical device remains as the serial cable. The serial cable was returned on (B)(6) 2012 and product analysis results were reported on supplemental emdr #1.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury. Corrected data: previously submitted MDR indicated that there was no device failure; however, this reflected product analysis for the handheld computer, not the serial cable (the suspect medical device). Current codes reflect product analysis for the serial cable as previously reported in supplemental emdr #1. This report is being submitted to correct this data. Product returned, corrected data: the suspect medical device (serial cable) was returned on (B)(6) 2012 as reported in supplemental emdr #1. This report is being submitted to correct this data.

Event description:
Product analysis was approved on (B)(6) 2012. An analysis was performed on the returned serial cable and a likely cause reported allegation was identified. The cause for the reported allegation is associated with the serial cable being pulled out of its strain relief. The cause for the damaged cable is most likely associated with mishandling of the device. Although the serial cable was pulled out of its strain relief, no anomalies associated with the cable performance were identified during the analysis.

Event description:
On (B)(6) 2013, it was reported that there were still problem performing an interrogation. A manufacturer's consultant stated that he was using his own serial cable with the physician's handheld, and he had to hold the serial cable at the base (where it connects to the handheld) to get the system to interrogate his demo generator. When a known good handheld device and wand were used with the physician's serial cable, everything worked properly. The problem appeared to be with the serial cable port on the handheld. The handheld device was returned on (B)(6) 2013 and is currently undergoing product analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Date of product return, corrected data: additional information was received indicating that the problem was with the handheld computer. The device was returned on (B)(6) 2013 product analysis, corrected data: additional information was received indicating that the problem was with the handheld computer. The device is currently in product analysis. This report is being submitted to correct the aforementioned data.